Event description:
A home peritoneal dialsysis pt reported that they rec'd an overfill of solution during fill 1. The cycler showed that pt was filled with the prescribed 1,710 ml. Pt felt full and when pt drained, the volume was 3,190 ml. Pt was not able to complete last fill since pt ran out of solution. There was no serious injury and no medical intervention was neccessary.